Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient is experiencing pain may need to undergo a revision surgery for loosening.

Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component and talar components are loose and there is no information about any infection provided in documents. All components are intact. Based on investigation, the root cause was attributed to a patient related issue. The cause of failure is due to inadequate osseointegration. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient is experiencing pain may need to undergo a revision surgery for loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.